Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 50 mg/dl. The customer treated by eating and drinking. Troubleshooting for her blood glucose was declined. Additionally, the customer was hospitalized three weeks ago for diabetic ketoacidosis, but she had already reported that incident to medtronic. Regarding the recent low, the insulin pump was not returned or replaced.